Event description:
It was reported that the appliers are not forming the clips. They were not used in a procedure and will be returned.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device (a) was returned with the jaws misaligned. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws malformed clips were formed. No conclusion could be reached as to what may have caused the found condition of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A review of the batch history record for this device could not be performed because the retention period for this document has been exceeded, and the record is no longer available. The analysis results of the device (b, c) found that it was received in good visual condition. Upon evaluation of the device, it loaded, retained, and formed the clips properly. The clips were evaluated using a tool that is designed to determine proper formation. The instrument was fully functional and conforming to design specifications. No conclusion could be reached as to what may have caused the reported incident. No batch record review could be performed as no lot number and/or no batch number were provided. Device b, c additional information: batch # unk. Expiration date: unk. Manufacturing date: unk. The analysis results of the lx107 device (d) found that it was received in good visual condition. Upon evaluation of the device, it loaded, retained, and formed the clips properly. The clips were evaluated using a tool that is designed to determine proper formation. The instrument was fully functional and conforming to design specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device d additional information: batch # 0505a4881064. Expiration date: 5/2011. Manufacturing date: 6/2005. The analysis results of the device (e) found that it was received in good visual condition. Upon evaluation of the device, it loaded, retained, and formed the clips properly. The clips were evaluated using a tool that is designed to determine proper formation. The instrument was fully functional and conforming to design specifications. No conclusion could be reached as to what may have caused the reported incident. Device e additional information: batch # 9905a01603396. Expiration date: unk. Manufacturing date: unk.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.